Manufacturer narrative:
(B)(4). The reported failure mode of "unit display was missing segments" was verified. This is a known issue, and has been isolated to the user interface printed circuit board (ui pcb). Actions have been taken under remedial action efforts. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the device, and verified the reported malfunction. The cse cleaned and disinfected the equipment. Additionally, the cse replaced the display and the battery, which was found to be depleted. The pulse oximeter passed all tests.

Event description:
It was reported that a pulse oximeter display was missing segments. There was no patient involvement.